Event description:
On 10dec2021 accelus was informed of a post-operative failure on a non-modular standard screw. Accelus was advised that the screw head appears in imaging to have broken at the point where it attaches to the shaft (or tulip was dissociated from the screw) and this may be consistent with a potential weld failure though investigation is still underway. The original procedure took place on (B)(6) 2021. Currently there is no revision surgery planned. The surgeon intends to monitor the patient. No patient harm or injury was reported.

Manufacturer narrative:
At the time of the initial MDR filing integrity implants was gathering and reviewing all data to determine if a recall action was required. Since this MDR was filed it was determined that a recall was required. The recall was post marked on 03-feb-2022. At this time integrity implants has not received a recall report number from the FDA. The company internal recall number is 3012797630-02022022-00006-r.

Event description:
On 10dec2021 accelus was informed of a post-operative failure on a non-modular standard screw. Accelus was advised that the screw head appears in imaging to have broken at the point where it attaches to the shaft (or tulip was dissociated from the screw) and this may be consistent with a potential weld failure though investigation is still underway. The original procedure took place on (B)(6) 2021. Currently there is no revision surgery planned. The surgeon intends to monitor the patient. No patient harm or injury was reported.